Event description:
It was reported that balloon rupture and hemorrhage occurred. The diffuse stenosed target lesion was located in upper arm. A 6.0 x 100, 75cm mustang balloon catheter was advanced for dilatation. The balloon was pressurized at 4-6 atmospheres (atm) from axillary region to the upper arm. Afterwards, the arterial anastomosis was pressurized with 10-24 atm from within the artificial blood vessel downstream with a 5mmx40mm mustang balloon. However, when the balloon was pressurized again at 16-18 atm for approximately 1 minute from the axillary to the upper arm, a crackling sound was heard, and the balloon was ruptured. When negative pressure as applied, blood flow came into the indeflator. The balloon was removed together with the wire and angiography revealed vascular ruptures in three locations on the upper arm, and the procedure was completed after hemostasis was performed for about 40 minutes. No further patient complications were reported.

Manufacturer narrative:
Initial reporter city: (B)(6). Device evaluated by MFR: mustang 6.0 x 100, 75cm was received for analysis. A visual examination identified that the balloon was not folded which indicates that the device was subjected to positive pressure. A balloon longitudinal tear was identified beginning at the distal markerband and extending approximately 75mm proximally across the balloon material. As per mustang specification the rated burst pressure for this device is 24 atmospheres. A visual examination observed no issues or damage to the tip of the device. A visual and tactile examination found no kinks or damage to the shaft of the device. A visual examination observed no issues with the markerbands of the device. Both markerbands were undamaged and present on the shaft of the device.

Manufacturer narrative:
Initial reporter city: (B)(6).

Event description:
It was reported that balloon rupture and hemorrhage occurred. The diffuse stenosed target lesion was located in upper arm. A 6.0 x 100, 75cm mustang balloon catheter was advanced for dilatation. The balloon was pressurized at 4-6 atmospheres (atm) from axillary region to the upper arm. Afterwards, the arterial anastomosis was pressurized with 10-24 atm from within the artificial blood vessel downstream with a 5mmx40mm mustang balloon. However, when the balloon was pressurized again at 16-18 atm for approximately 1 minute from the axillary to the upper arm, a crackling sound was heard, and the balloon was ruptured. When negative pressure as applied, blood flow came into the indeflator. The balloon was removed together with the wire and angiography revealed vascular ruptures in three locations on the upper arm, and the procedure was completed after hemostasis was performed for about 40 minutes. No further patient complications were reported.